Event description:
The dr reported that during two separate phacoemulsification procedures performed on the same day, the phaco needles broke during use. The needles stayed within the sleeve and there was no harm to either pt.